Event description:
It was reported that following a recent implant on (B)(6) 2025, the patient presented at the emergency room on (B)(6) 2025 and was transferred to a facility where they underwent a lead revision due to a cardiac perforation by one of the implanted leads. It was unknown what lead caused the perforation. The patient was stable

Manufacturer narrative:
Section b5: correction/clarification: the lead revision occurred on (B)(6) 2025 at (B)(6) though the patient presented at the emergency room on (B)(6) 2025 at (B)(6). Section e: (B)(6) details added.

Event description:
The lead revision occurred on (B)(6) 2025.